Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided. D1: brand name unknown / not provided . D4: catalog # unknown / not provided. D4: lot/serial # unknown / not provided . D4: device expiration date unknown / not provided. D4: device UDI number unknown / not provided. G4: PMA/510(k) number unknown / not provided. H4: device manufacturer date unknown / not provided. H11: d10 - medical product - imp,tsv,4.7,10,mtx,mg, catalog #: tsvtwb10, lot #:1260688.

Event description:
It was reported that implant was removed due to abutment screw / crown fractured. Tooth number 30. Procedure was not completed using another implant. Additional appointment required to place new implant.